Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pumps beeping air in line. What regarding the air in line is the problem (no alarm/ repetitive alarm/ false alarm)? False alarm. Please provide a full detailed description of the treatment settings: unk rate. Vtbi. Time. Was the pump placed in a lockbox when the alarm occurred? If so, what type of lockbox (500ml/250ml/100ml)? Unk. After the alarm appeared, was the line re-primed? Unk. Did the alarm occur again after re-priming the administration set? Unk. Was air visibly detected in the line? No. How did the staff try to resolve this issue? By using another pump. Was the issue resolved? No. Human harm: no. Need for medical intervention: no. Delay in therapy: yes."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
Describe event or problem: the event was reported by a customer from USA: "pumps beeping; air in line. What regarding the air in line is the problem (no alarm/ repetitive alarm/ false alarm)? False alarm. Please provide a full detailed description of the treatment settings: unk. Rate; vtbi; time. Was the pump placed in a lockbox when the alarm occurred? If so, what type of lockbox (500ml/250ml/100ml)? Unk. After the alarm appeared, was the line re-primed? Unk. Did the alarm occur again after re-priming the administration set? Unk. Was air visibly detected in the line? No. How did the staff try to resolve this issue? By using another pump. Was the issue resolved? No. Human harm: no. Need for medical intervention: no. Delay in therapy: yes."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: pump displays 'air in line' alarm.